Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited low pacing impedance measurements. Additionally, rv sensing and threshold measurements could not be obtained. A review of the device memory noted several episodes containing noise. An x-ray was performed which did not indicated dislodgement or insulation damage. As this patient is pacer dependent, a revision procedure was scheduled. The lead was explanted and insulation damage was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.